Event description:
It was reported that prior to a laparoscopic hemicolectomy procedure the gripping surface of the reload was broken when the nurse opened it from its sterile package. Procedure was completed using same like device.

Manufacturer narrative:
(B)(4). Results: damaged cartridge the analysis results found that a reload was received with the left gripping surface broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. Although no conclusion could be reach as to what may have caused the found damage of the cartridge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at (B)(4). The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.